Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented with hematuria and elevated ldh and plasma free hbg. The patient was admitted and administered medication. The patient was released from the hospital on (B)(6) 2013 and it was reported that their free hbg normalized and ldh decreased.